Manufacturer narrative:
Additional information was received that the non-functioning ipg meant that the ipg was taking too long to charge.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the ipg was non-functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the ipg was non-functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the ipg was non-functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.